Event description:
The customer reported to olympus that there was a no image issue while using the 4k camera head. The issue was found during preparation for use and there was no procedural or patient impact associated with the event.

Manufacturer narrative:
The device has been received and the evaluation is pending completion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation: d9/device available for evaluation: yes (date returned to manufacturer: 05 dec 2022). H3/device evaluated by manufacturer: yes. H4/device manufacturer date: 06 jan 2018. The device has been received and evaluated, and the customer¿s allegation was not confirmed. The cable unit was found to be damaged can crushed, and the electrical contact dome of the switch component was found to be damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.